Event description:
The contact stated that, she tested the customer's blood glucose and rec'd a reading of 275 mg/dl. She retested within a few mins and rec'd a reading of 88 mg/dl. The difference between the readings falls in the "d" zone of the parkes error grid, making the difference clinically significant. The contact did not allege the customer experienced any adverse events. The test strips are to be returned for eval, and replacement strips will be sent.